Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had a blank display and batteries would not last. Battery cap had been replaced but did not resolve the battery and display issue. Customer's blood glucose was 105 mg/dl. Device did not alarm a low battery alert prior to the off now power alarm. Customer was advised to change the battery. Customer will not be returning the device for analysis.